Manufacturer narrative:
Insulin pump received with cracked battery tube threads. However, unit received with no button response at esc, act, up and down due to unlocked j2/lcd keypad connector during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the battery threads were cracked. The customer¿s blood glucose level was unknown. The device will be returned for analysis.